Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 19, 2023.

Manufacturer narrative:
This report is submitted on february 17, 2023.